Event description:
It was reported that stent became stuck with the wire. The 100% stenosed target lesion was located in the non-tortuous and severely calcified peripheral artery via contralateral approach. A 6fr contralateral sheath was placed into the right superficial femoral artery (sfa). Multiple wires were used to cross the chronic total occlusion (cto) of the sfa. A 4x220 sterling was used to pre dilate. The lesion was 50% stenosed after predilation. A 6x150,130cm eluvia was selected for use. During the procedure, the stent was advanced to the distal sfa and upon deployment, it was noted that the wheel stopped advancing. Attempts to further deploy, the stent, were made by using the grip handle and pulling the device. However, as a result, the stent elongated 380cm and was deployed in the wrong location. The device and 300cm v18 wire were removed together as the wire was stuck. Multiple stents were deployed. There were no patient complications as a result of this event. The patient was expected to fully recover.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that stent became stuck with the wire. The 100% stenosed target lesion was located in the non-tortuous and severely calcified peripheral artery via contralateral approach. A 6fr contralateral sheath was placed into the right superficial femoral artery (sfa). Multiple wires were used to cross the chronic total occlusion (cto) of the sfa. A 4x220 sterling was used to pre dilate. The lesion was 50% stenosed after predilation. A 6x150,130cm eluvia was selected for use. During the procedure, the stent was advanced to the distal sfa and upon deployment, it was noted that the wheel stopped advancing. Attempts to further deploy, the stent, were made by using the grip handle and pulling the device. However, as a result, the stent elongated 380cm and was deployed in the wrong location. The device and 300cm v18 wire were removed together as the wire was stuck. Multiple stents were deployed. There were no patient complications as a result of this event. The patient was expected to fully recover.

Manufacturer narrative:
H6 - evaluation conclusion codes: updated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.